Event description:
It was reported the patient's blood glucose level (bg) rose to less than 70 mg/dl. The pod's cannula reportedly broke completely off. It was also reported that the adhesive was not sticking properly. As treatment, the patient successfully activated a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had been discovered broken. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.